Manufacturer narrative:
(B)(4). One used sample was received containing no fluid in the reservoir. Upon receipt, the sample was visually inspected for any signs of abnormality that could have contributed to the reported condition; however, none were found. Per standard procedure, a functional flow test was subsequently conducted on the sample for 9.6 hours. At the end of the flow test period, the sample produced the following flow rate (ml/hr): calculated = 4.60, normalized = 4.72. The flow rate was found to be within the specification (4.50 - 5.50 ml/hr) of the product. Based on the functional flow test results, the reported problem was not confirmed and the assignable cause was not determined. A batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA.

Event description:
This is a case report received by baxter (B)(6). It was reported that one infusor was involved in an overinfusion incident. It was reported that a male patient was checked at 0200hrs, patient had used 24ml of the 60ml device. When patient was checked at 0500hrs it was empty, which means that more than double the infusion rate volume went into the patient in three hours. Patient was unresponsive to stimulation due to the fact that he had received too much morphine solution from the infusor. Patient was given the antidote for morphine. The facility believes that the patient has recovered.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.